Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. During the preparation procedure, the physician noticed that the gold marker on the shaft seemed to be discolored and felt that it was difficult to see. The physician continued to use the device for the procedure, but the balloon was deflated unexpectedly during the operation procedure. The physician stopped the use and used the other product as a replacement. No health hazard caused to the patient.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Method: actual device used during the case was evaluated. Visual examination performed. Results: the actual complaint sample was returned and evaluated. Visual examination of the returned occlusion balloon wire revealed that the loaded balloon in the distal tip of the occlusion balloon wire is partially out of the proximal seal band. The distal seal band appears stressed from the inflation in the reported event. The color variation of the gold marker band mentioned in the initial report is not a quality issue and would not result in the reported occlusion balloon deflation. A review of the device history record did not detect any deficiencies in the manufacturing process. The event is inconclusive for deflation, the device could not be tested due to the condition of the returned device. The analysis is complete as of today (B)(4) 2012.